Event description:
Provider alleges the customers chair was turned off about 5 minutes and when they turned it back on to begin driving it would not move. Provider stated that after a minute or so the chair eventually moved again but there were no error codes.